Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced blood glucose levels as low as 32 mg/dl. Customer declined to provide additional information.

Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: low blood glucose (bg) levels were not confirmed in the pump data logs and continuous glucose monitor (cgm) data was not available. The pump was not used for insulin delivery from (B)(6) 2017 to (B)(6) 2018. Cartridge change sequence was completed on (B)(6) 2018 and (B)(6) 2018. User made bolus requests while still having insulin on board (iob) and without entering current bg level. There were no erratic basal rate adjustments. Complaint could not be confirmed. If user did not disconnect during ¿tubing fill¿ process of the cartridge change sequence insulin would be delivered, and this could cause bg levels to drop. Making bolus requests and still having insulin on board could lead to a low bg event. There is no evidence of a device malfunction or failure.